Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during the spin, the rotor would move and stopped randomly. It happened multiple times due to which the system was unable to acquire 3d scan. The procedure was intra-operative and there was a surgical delay of less than one hour. No reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, serial/lot #: -, ubd: , UDI#: (h3,h6): no device returned to medtronic for evaluation. Codes b17, c20, d15 are applicable. Additional codes: codes annex f and annex g are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.